Event description:
The complaint received states that this (B)(4) study patient suffered an arterial dissection during the index procedure and an elevation of cardiac enzymes post procedure. The patient was admitted due to stable angina pectoris type ii. The angiogram performed showed stenosis of the proximal circumflex (lcx). The target lesion had 80% stenosed and was described as 10mm in length and de novo. The reference vessel was 3.5mm in diameter. A 3.5 x 18 cypher rx stent was then implanted at the target lesion at 16atms. A dissection occurred at the edge; therefore another 3.5 x 18 cypher rx stent was overlapped proximally at 16atms to treat the event successfully. Post procedure stenosis was 0%. Pre and post procedure timi was 3. Post procedure dissection grade was b. The patient's cardiac enzymes were normal pre-procedure and noted to be slightly elevated post-procedure. Preprocedure screening: ck 76 (ck upper limit 300 u/l); ck-mb 1.00 (ck-mb upper limit 6 ng/ml); troponin I 0.01 (troponin I upper limit 0.05 ng/ml). 6-12 hours post procedure: ck 98 (ck upper limit 300 u/l); ck-mb 5.93 (ck-mb upper limit 6 ng/ml). 16-24 hrs post procedure: ck 119 (ck upper limit 300 u/l); ck-mb 7.1 (ck-mb upper limit 6 ng/ml); troponin I 1.09 (troponin I upper limit 0.05 ng/ml). The patient was discharged the day after the index procedure without complaints of angina. Based on the (B)(6) adjudication committee minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi based on the elevated cardiac enzymes. It was reported that the event was related to the devise and related to the procedure.

Manufacturer narrative:
Concomitant medications: asprin 325mg bid, altace 10 milligram bid, lovaza 4 grams bid and inspra 100 miligrams bid. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00439 and 3003742446-2012-00139.

Manufacturer narrative:
Complaint conclusion post adjudication: the complaint received states that this (B)(4) study patient suffered a arterial dissection and peri-procedural mi during the index procedure. This is a (B)(6) female with medical history including dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed an 80% stenosis in the proximal lcx. In (B)(6) 2010, the index procedure was performed. After placement of the first study stent an edge dissection was noted; therefore, a second study stent was implanted. The core lab reported the target lesion was in the 2nd om, a 26% residual stenosis, no dissection and timi 3. Peri-procedure the ck was 76, the ckmb was <1.0 and the troponin was <0.01. Post procedure the ck was 98, the ckmb was 5.93 and the troponin was not performed. The following day the ck was 119, the ckmb 8.49 and the troponin was 1.09. The ECG core lab reported no new major st-t abnormalities and no new q waves. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.